Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used, contaminated, samples were provided for evaluation. The samples underwent visual inspection, and the sets were assembled per product drawing. However, flash and divot were identified in the tip of the luer of the venous and arterial patient connector. A luer taper test was performed on all luers with passing results. The samples were subjected to leak test following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. No leakage was present at any point of the sets. As a result of the testing conducted, further analysis was required by the supplier. The dr site investigation indicated that the tubing could be a contributing factor to the presence of air-in-line. Due to multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of supplier corrective action requests (scars) to investigate the issue. The supplier, conducted a thorough review of device history records and found no evidence of production issues or nonconformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be replicated, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or drawings at the dr site or supplier level at this time. Existing controls remain in place in accordance with sopmd2024904 and qa116. Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports air bubbles in the saline lines, and they are having to change them out. No injury reported.